Manufacturer narrative:
Eval summary: the product did not return for analysis; the gfd remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. No data regarding product identity was received ie no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The root cause cannot be determined. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucome filtration device (gfd) implantation procedure, the gfd was observed to be touching the iris. The gfd remains implanted. Add'l info has been requested.